Manufacturer narrative:
The event occurred in UK. Medwatch with identifier (B)(6) is for compact plus system, medwatch with identifier (B)(6) is for aviva system.

Event description:
Caller reported 8.4 mmol/l on aviva system, 0.6 mmol/l on compact plus system within 10 minutes. Reported no adverse event relative to discrepancy. Reported a second, separate comparison of blood glucose results, different day, of 8.7 mmol/l on aviva system, 0.8 mmol/l on compact plus system within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips.